Event description:
My mother had a thoratec heartmate ii implanted on (B)(6) 2014. The three weeks that she was at duke, she gained 35-40 lbs in fluid. She went home from the hospital on friday (B)(6)2014. She died monday, (B)(6) 2014.